Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset, with no reported complaint. During the device evaluation, it was observed that the power button did not remain in the on position. There was no patient involvement.